Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause for this type of failure is arcing of the blade tip or making contact with another energy instrument which both falls under user.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have the blade tip to be melted. The instrument passed the continuity test. Further inspection found no other damage to the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a damaged tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.